Event description:
Impedance alert (B)(6) 2022 and lia triggered (B)(6) 2022 for hrns episodes and sic. Low r waves were noted. Reprogramming was done. And it's suspected that twos is the root cause and not a lead integrity issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).